Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1007001) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B) (6) 2010, he checked his glucose using his freestyle freedom lite blood glucose meter and received a reading of 278 mg/dl. He further reported self-administering humalog insulin and metformin and then subsequently experienced diaphoresis and feeling "itchy". He then self-treated by eating chocolate cookies, 5-6 "pixie sticks" and 6 marshmallow "bunnies" and then lost consciousness. Paramedics were called, checked his glucose on his fs meter and received a result of "hi", which they compared to a reading of 38 mg/dl received on their unknown brand of meter, within ten minutes. This is type comparison is not considered a valid comparison. An intravenous infusion "of sugar solution" was initiated and the customer was transported to a local healthcare facility where he was diagnosed with severe hypoglycemia. It is unknown what additional treatment may have been rendered at the healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.